Event description:
It was reported that there was an electrode migration which resulted in an erosion with infection. There are plans for electrode explant but it remains in service at this time. It is believed that the patient is being treated with antibiotics at this time. No additional adverse events were reported.